Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with insulin, no adjustment. The power issue began on (B)(6) 2013 at 7am. One hour later, the patient reported having symptoms of dizziness. There was no treatment to suggest a serious injury at the time of concern. During troubleshooting, the patient was educated on the subject meters behavior and auto-shutoff feature but the issue was not resolved. There was product misuse. Based on the information, the meters battery did not require recharge. This complaint is being reported due to the unresolved power issue. The patient did not have any symptom that meet lifescan¿s criteria of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.